Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) q12, q13, q16 and q17 on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. There were no adverse events associated with the monitor malfunction.